Manufacturer narrative:
(B)(4). The complaint rt266 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt266 infant dual-heated evaqua2 breathing circuit was found leaking after two days of use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information provided by the customer, photographs provided by our service center in japan and our knowledge of the product. Results: visual inspection of the provided photographs revealed a crack in one port of the swivel. The crack is located next to the second port. Conclusion: without the complaint device, we are unable to determine what may have caused the rt266 swivel port to crack. The rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit also state the following: "visually inspect breathing sets for damage (e.g. A crushed tube, or cracked connector) before use, and replace if damaged." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt266 infant dual-heated evaqua2 breathing circuit was found leaking after two days of use. There was no reported patient consequence.